Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system non-dehp secondary medication set broke off under the drip chamber. It was not specified when in the process step this occurred. It was further stated that the primary intravenous (IV) line was connected to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.